Event description:
It was reported that with the chemoclave® vented vial spike some particulate matter within the vial. The reporter stated that, the problem of the product occurred on (B)(6) 2024 with monoclonals. Some particles within the vial are making up the monoclonals. There was a spec of gray on the vial spike. Sample pictures provided. The photos show the vial spike has spec of grey. The product was detected prior to patient use. The status of the product at time of event was before use. The number of involved problematic devices was 011-ch-70s. The type of procedure was aseptic pharmacy dept compounding unit. Medication involved was chemotherapy. There was no patient involvement, no delay in critical therapy and no patient harm noted.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
One used list# 011-ch-70s, chemoclave¿ vented vial spike, 20mm; lot# 13836548 --> one used list# unknown, opdivo 10mg/ml vial; lot# 8076321. One used list# 011-ch-70s, chemoclave¿ vented vial spike, 20mm; lot# 13836548 --> one used list# unknown, trazimera 150mg vial; lot# hw1714. Grey specs were observed in both vials. The reported complaint of a grey particulate could be confirmed. The grey particulate was consistent to the rubber vial stopper. The probable cause of the small fragment of stopper material in the vial is typical of twisting the vial spike during insertion of the vial spike into the vial stopper. The dfu states: center the vial access spike over stopper and push straight down until spike passes through stopper and locks onto the vial. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11jun2025. Corrected information can be found throughout section a, d10 concomitant product, section e (throughout ) and h6 component code.